Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not detect any issues. A functional test was performed which did not identify any leaks. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the tubing and the luer lock collar. It was stated that the set was separated at the solvent bond between the two components. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.